Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. The lead was ultimately able to be secured and implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)